Event description:
The physician was pulling medications for his patient. He pulled fentanyl, then while pulling midazolam the machine popped the "unrecoverable error" message then rebooted. Patient was on the table and it was prior to anesthesia being administered.